Event description:
The user facility reported as an employee was placing s40 sterilant container into the system 1e processor, the sterilant came into contact with the employees forearm leaving approximately a 2 inch burn. The employee ran her arm under cold water for 10 minutes then was examined by a facility physician and given silvedene cream. The burn did not blister and the employee missed no time from work. The user facility reported that the employee is healing well with no sustaining injuries.

Manufacturer narrative:
The user facility reported that the employee initiated a processing cycle and it faulted for "uv intensity" timeout alarm. A steris service technician inspected the system 1e processor, ran a processing cycle and found the unit to be operating properly; no issues noted.the employee did not take appropriate care when removing the partially filled s40 cup from the processor. Additionally, the employee was not wearing proper personal protective equipment (ppe).